Manufacturer narrative:
H10: the customer reported that the alleged issue was caused by an issue (unspecified) with the test set-up up and connection that was performed by the technician. The customer reported that the technician used a new set-up, and the device was retested; the issue did not reoccur, and the device able calibrate to the specifications.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a pressure and flow motor failure that won't meet the specifications. There was no patient involvement when the issue occurred. No patient or user harm reported. The philips service engineer (se) noted that the customer's v60 ventilator had a pressure and flow motor failure that won't meet the specifications. The se performed multiple attempts to follow up with the customer regarding this issue; however, the case was closed as no response was provided from the customer. The service record was closed, and no further actions were taken by philips. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.